Manufacturer narrative:
(B)(4) this is a report of a connection issue and use error, where the heater line became disconnected from the heater bag and the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line and a heater bag. The patient stated that when they initially set up the homechoice, they did not tighten the heater line to the heater bag. The heater line disconnected from the heater bag in an unknown step of therapy and the patient reconnected the line to the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.